Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust insulin therapy. There was no reported impact to customers blood glucose. A pump reset was performed to resolve the issue.